Manufacturer narrative:
The event involves a device that is not cleared for commercial distribution in the us, however, similar device is. A supplemental report will be submitted upon completion of the investigation.

Event description:
In incoming inspection at distribution, it was found that the original label on the package was missing. This event was found on 1 out of 9 units on our (B)(4).